Manufacturer narrative:
Sensory medical was made aware of the damaged tech hub on 11/01/2025, however was notified of the elopement through the tech hub on 02/12/2026. Sensory medical provided a return shipping label to the parent for return and examination of the damaged tech hub. Sensory medical provided a replacement cloth cover and hardware kit to the complainant. Multiple statements are made in the tech hub accessory manual regarding safe use of the bed to prevent elopement and other safety concerns. In the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing.

Event description:
Per parent, her son kicked the tech hub repeatedly leading to the screws breaking. Per the parent, her son was able to get out of the cubby bed even when the tech hub was zipped into the canopy and locked. Per parent, the child received small cuts on their feet that did not require medical attention. The parent provided four (4) photos that appear to confirm the damage to the tech hub. Two (2) of the photos show a disassembled tech hub that was still zipped in. There is evident damage around the screw junctions, leading to the disassembly. The other two (2) photos show damage to the camera cord.